Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 1.2mm x 12mm threader¿ balloon catheter was advanced for dilatation. However, during inflation before reaching the nominal pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.